Manufacturer narrative:
Additional type of investigation codes that were unable to be added in h6: analysis of images, labeling review. The complaint for "increased/high gradient" was confirmed with empirical evidence via the complaint description. A device history record review was conducted and there were no nonconformance's related to the issue observed and the device passed all manufacturing specifications. Since there are no confirmed product or labeling, IFU, training material nonconformance's affecting distributed product and no other triggers have been met, no preventative or corrective actions are required. Per the internal imaging review, there is insufficient imaging to confirm the reported increased/high evoque valve gradient due to lack of echo imagery returned, however the complaint description empirically confirms the complaint event. The major root cause cannot be identified from imaging. Potential contributing factors include patient conditions and medications but there is not sufficient information to confirm.

Event description:
As reported by the edwards lifesciences affiliate in germany, edwards received notification of a 56mm evoque procedure in tricuspid position by right femoral vein. It was reported that approximately two months after the procedure, the patient experienced an increase in the gradient across the valve (from 4 mmhg to 8 mmhg) along with clinical decompensation of shortness of breath. The inr was approximately 4. Despite the symptoms, a CT scan did not show thrombosis or leaflet thickening on the valve and the patient was treated with anticoagulants (vitamin k antagonist and enoxaparin). Approximately five months after the procedure, the patient was admitted for inpatient treatment due to decompensation following a gradient reduction to 5 mmhg.